Manufacturer narrative:
The device was returned and evaluated. The likely cause of the reportable malfunction findings was due to physical stress. The additional evaluation findings are as follows: due to deformation of up and down knob, water tightness was lost, due to wear of forceps elevator lever, up and down knob could not be locked securely, because suction cylinder was shaved, suction valve could not be connected smoothly, suction cylinder had discoloration, acoustic lens was damaged, adhesive around objective lens had wear, objective lens had a chip, objective lens had a scratch, light guide lens had a crack, adhesive around light guide lens had a chip, adhesive on bending section cover had a discolored area, due to wear of angle wire, bending angle in up direction did not meet the standard value, and due to wear of angle wire, bending angle in left direction did not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the ultrasonic gastrovideoscope device based on an unspecified allegation. During the device evaluation, the following reportable malfunction was found: missing piece, chip, parts fell on probe unit, acoustic lens was peeled, and a deep cut, lifting part on the probe unit that reached to the hard part under the pink probe coating. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitation process. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.